Manufacturer narrative:
Samples received: 9 samples are received in sealed original packaging. Preliminary analysis: stock review: we proceed to review the stock of this product code / lot number and verify that we do not have available units. Quantity produced / imported: from the product code and batch number mentioned, (B)(4) units were produced in total. Distributed quantity: the manufactured units were sold to (B)(4) customers, located in (B)(6). Background: we proceed to review the database of claims and verify that to date we have reports related to this product code and lot number. Batch record: a review of the documentation corresponding to the manufacturing of the batch was made, in which the control in process and control of the finished product was verified, and no deviations or alterations were identified during the process. Results for the release of the lot: the results obtained in the release of the lot, fulfilled the requirements for this type of suture. Analysis of the sample (s): the 9 samples received were visually reviewed, evidencing that only 4 units presented leakage of liquid in different parts of the envelope; it was possible to verify that the aluminum sheet presented mistreatment by manipulation; it is presumed that due to inadequate handling, the aluminum sheet could have folds and loss of the lacquer layer that protects it, once it is in the envelope with the sterilizing solution. Conclusions: actions: actions: a quality alert will be made to the production department, in order to inform those involved in the production process and take the necessary corrective measures.

Event description:
Country of complaint: (B)(6). Leakage